Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an anterior floor repair procedure. During the procedure, the right sacrospinous arm of the device was placed through both the vagina and the sacrospinous ligament. The physician accidentally shot the mesh leg through the vaginal wall when attempting to fire it through the sacrospinous ligament. The error was realized after the anterior incision was closed and in the process of packing the vagina. The physician reopened the anterior incision and removed the pinnacle mesh that was in place. The mesh was replaced with a new pinnacle pelvic floor repair kit with no further procedural complications. The patient reportedly spent additional time in the hospital due to a fever. The physician stated that he felt this complication was not a result of the procedure.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available.